Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The customer stated that they had multiple pump errors on the insulin pump. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error the main arm cannot communicate with the motor arm error or generated if minute event is not received from motor processor or the sw watchdog task is not running properly error or the motor processor did not report the insulin pumps stroke as finished in reasonable time error noted during testing. Hardware low level failures error confirmed in the device history due to software error.